Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08816 it was reported that there were episodes of ventricular noise being oversensed by the implantable cardioverter defibrillator. It is unknown if there is lead damage or outside electromagnetic interference causing the noise. The low amplitude high frequency noise waveforms resulted in pauses since they are too small to cause noise reversion. The device was reprogrammed on (B)(6) 2020 to address the issue. There were no patient consequences reported.